Event description:
A journal article was received which contained information regarding this lead. The lead was removed due to infection with septicemia. However, during the extraction process, the distal wings of the lead were unable to be undeployed. The lead fractured during the extraction process, leaving <4 cm of the tip in situ (left in place). Lead replacement was successful. Further follow up did not yield any additional information. There were no patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "percutaneous lead and system extraction in patients with cardiac resynchronization therapy (crt) devices and coronary sinus leads." Pace pacing clin. Electrophysiol. October 1 2011;34(10):1209-1216.